Event description:
The customer's mother reported via phone call that the customer was changing the infusion set when the insulin pump alarmed no delivery. The customer's blood glucose was 120 mg/dl. The customer confirmed that the alarm occurred while priming the infusion set. The customer was unable to complete troubleshooting because they had had thrown away the reservoir and infusion set. The customer stated that they would perform a complete set change. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.